Event description:
It was reported that this tachy lead demonstrated loss of capture due to dislodgement. The patient presented with a chest x ray performed several days prior, which confirmed lead dislodgement, with impedances measuring approximately 200 ohms. The clinic was contacted to arrange evaluation for lead revision. At this time, the implantable lead remains in service. No adverse patient effects were reported.